Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack on the back. The customer received a critical error and then the screen went blank. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump received with a critical pump error due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with missing display window cover. Device received with minor scratched display window, case and keypad overlay. No blank display anomalies noted.